Manufacturer narrative:
No conclusion code available. Final analysis found the reported field event of the inability to insert the guidewire was confirmed in the laboratory. Offset coils were noted at 84.3 cm from the connector pin. The cause of the reported field event was due to the offset coils.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device upgrade procedure in pacemaker dependent patient, physician was unable to pass the guidewire through the lv lead. Lead was not used and was replaced. The patient was stable post-procedure.